Event description:
It was reported post implant a realize band, while attempting to access the port, no fluid could be withdrawn. It was determined that the port locking connector had come apart and the tubing had disconnected from the port. The port was replaced on (B)(6) 2010. The locking connector was still connected to port in the unlocked position. The strain relief was on the tubing. The patient is okay.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.